Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past month. She noted that the keypad is now torn. The family member denied exposing the pump to moisture, and stated that the patient carries the pump in a pouch. At the time of the complaint, the patient chose to keep the pump; there have been no further reported issues.